Event description:
It was reported in a journal article studying the subcutaneous implantable cardioverter defibrillator (s-ICD) that 21 patients experienced complications that required invasive intervention. For these surgical procedures, six were due to patient infection, six for complaints of pain, four for hematomas, four for defibrillation threshold (dft) test failures, and one for t-wave oversensing that could not be resolved. It was also noted that 19 patients received inappropriate shocks from the device, primarily due to supraventricular tachycardia (svt) and t-wave oversensing. A request was made for the article author to provide the model/serial numbers for the associated devices, but no information had been received. Oosterwerff, erik, et al. (2021). "Significantly less inappropriate shocks in ischemic patients compared to non-ischemic patients: the s-ICD experience of a high volume single-center." Pacing clin electrophysiol. 2021;1-7. Doi: 10.1111/pace.14364.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.